Event description:
It was reported the patient fell on her back a few weeks ago and had a change in stimulation. It was noted there was a sudden loss of stimulation/therapeutic effect. The patient experienced less than 50% therapy relief at an unknown location. No diagnostic testing or troubleshooting was performed but would be in the future. The manufacturer representative (rep) was meeting the patient tomorrow to reprogram and run an impedance check. The patient¿s status was noted to be alive with no injury. The cause of the change in stimulation was not determined. Impedances were checked and showed contact 4 was greater than 10,000 ohms. Reprogramming was performed and was successful. The rep was able to program not using that contact to get good coverage. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n144377, implanted: (B)(6) 2008, product type: accessory; product ID 3998, lot# v175498, implanted: (B)(6) 2009, product type: lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).